Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported, ¿downstream occlusion¿ was not reproduced. The device was tested for downstream occlusion detection with passing results. A review of the event history log revealed multiple occurrences of downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified however no component issue was identified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.